Event description:
The recipient reportedly experienced swelling at the implant site. The recipient was prescribed prednisone. The swelling has since decreased.

Manufacturer narrative:
The recipient was reportedly recommended to cease device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The doctor reported no patient harm was caused from the warm battery. The recipient's swelling has resolved. The doctor counseled the recipient on the importance of maintaining the appropriate magnet strength. The recipient remains implanted. This is the final report.